Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the paramedics were dispatched as a result of a low blood glucose level of 20 mg/dl. The customer was taken to hospital on (B)(6) 2016 and was released on (B)(6) 2016. The customer was found unconscious. The customer treated his blood glucose level with a manual injection. Troubleshooting was declined. The device was not returned.